Manufacturer narrative:
(B)(4) date sent: 6/22/2026 d4 batch#: unknown d4: UDI: as the lot number and the expiration date for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: could you please provide the lot number? Unk the blade was broken inside the body and fallen off. The broken pieces were retrieved with forceps. There was no bleeding or tissue damage at the time of the event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the blade was broken. It seems like the device clamped a clip a little bit. No pieces were left inside the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.